Event description:
Reporter alleged the aviva meter was smoking and also had melted parts. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device. Reporter discarded the device, so no product will be returned for evaluation.